Event description:
It was reported that during a meniscus repair surgery, the device deployed t1 properly and t2 did not deploy but stayed inside the needle; the device was again placed inside the meniscus and the grey plunger was pushed twice to try engage/deploy t2, but did not work. The t1 implant was forcefully removed by pulling on the suture. The procedure was successfully completed with non-significant delay using a back-up device. No further complications were reported.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Manufacturer narrative:
The reported device was received for evaluation. A visual inspection revealed that they were returned in the original packaging with the batch number of the complaint on the label. Device one: the t1/t2/suture were not returned. The actuator is in the pre-t2 position. A functional evaluation was performed on the returned device and found device one cycled as intended. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause could not be determined since the reported malfunction could not be duplicated during the investigation. Factors that can contribute to the reported event include inadvertently bending of the needle/overmold assembly. No containment or corrective actions are recommended at this time.